Event description:
Pt had pump refilled on 05/12/2000 - nurse encountered a volume discrepancy. The reservoir should have had 6.5ml and had 1.5ml. Manufacturer was consulted - instructed to empty pump, inject saline, empty again and refill with drug. Nurse did not report any change of dose or concentration to manufacturer, however, dose was changed from 6.5mg to 7.5mg per day - a 20% increase. Refill completed at noon and pt sent home. At 5am on 5/13 pt was admitted to emergency room due to respiratory depression, was given narcan and responded favorably. Due to fact new dose should not reach the tip of catheter for 39 hours at the rate programmed it was suggested that pt possibly had a reaction to other medications. Pt "is in pain" and pt and spouse allege that pt has "had 3 overdose situations." Pump remains implanted with normal saline running and facility reporter states that the volumes are inaccurate with normal saline. The morphine removed from the pump was sent for analysis by the care facility and pt has requested a second opinion.

Event description:
B-5 add'l info rec'd 9/11/00. Device returned with report of data concerning refill amounts and residual volumes from reported event until 6/20/00 when the pump was reduced to minimum flow rate. Prior to explant, the medical staff noted volume discrepancies in the provided data. The device will be tested to determine if performance is within specs.